Event description:
It was reported that the customer had no delivery alarms while filling his tubing over the past few weeks. Customer changed the set since the last alarm. Customer was advised to do a complete set change as soon as possible. Customer does not want to return the set or reservoir for analysis. Customer was advised to monitor the pump and call back if issue recurs. No further assistance needed.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.